Event description:
It was reported by the user, that during a selenia dimensions 3d mammography system procedure on (B)(6) 2025, the system motion was rough when rotating during the tomo sweep. A field service engineer (fse) was dispatched to examine the system and found loose screws within the vertical travel assembly (vta). The fse reports that parts have been ordered to replace the vta and the repair of the device has been scheduled. No patient/user injury was reported, and no further information is currently available.